Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons super absorbency, vaginally for normal menstruation (lot number and expiration date, frequency unspecified). After an unspecified duration, she noticed the tampon broke inside her and stuck in. She also stated that she developed an infection. Action taken with the device and the outcome of the events were unknown. This report was assessed as serious event. The company causality was assessed as possible. No sample received. No lot number provided. Complaint reports that fibers were left inside the consumers body. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was also considered as reportable malfunction in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This foreign report is being submitted as medical device involved is same/similar to a us medical device (ob super non-applicator). This closes this report unless additional other significant information is received.